Event description:
It was reported that the patient was presented to the hospital on (B)(6) 2022 with a gastrointestinal bleed. Patient symptoms included dark stool, fatigue, and decreased hemoglobin. The patient underwent an endoscopy and an arteriovenous malformation was identified which was treated with argon plasma coagulation. The patient was discharged on (B)(6) 2022 when the bleed resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.